Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure the t2 of the ultra fast-fix, couldn't be deployed normally. The t1 implant was successfully removed using a blade. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H2: additional information on: a3. H3, h6: the reported device was not received for evaluation. However, another unused device was received. A visual inspection of this device revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation, using a simulation meniscus, showed the t1 and t2 deployed and implanted as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: corrected data on: a1 and h6 (health effect - impact code).

Event description:
It was reported that during a procedure the t2 of the ultra fast-fix, couldn't be deployed normally. The procedure was completed with non-significant delay of less or equal to 30 minutes, using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).